Manufacturer narrative:
Additional information: on 10/02/2019, mentor became aware that the patient underwent device removal on (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 300cc and experienced deflation on the left side post-operational. As a result, the patient underwent device removal on (B)(6) 2019.